Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) central processing unit (cpu) and performed extended self-testing on the device.

Event description:
It was reported that the 840 ventilator graphic user interface (gui) had a failed alarm and was blank. There was no patient involvement at the time of the event.